Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to treat pain, bursitis, synovitis and foreign body reaction secondary to disassociation of inlay from cup and head/ liner dislocation. There was reported noise from the operative hip. Right side affected. Doi: (B)(6) 2015, dor: (B)(6) 2016.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The device manufacturing record (mre) has been reviewed. There were no related deviations, anomalies or non-conformances identified. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : the device manufacturing record (mre) has been reviewed. There were no related deviations, anomalies or non-conformances identified. Device history review : the device manufacturing record (mre) has been reviewed. There were no related deviations, anomalies or non-conformances identified.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.